Event description:
It was reported that the oregon health authority has been investigating an outbreak of infections caused by mycobacterium fortuitum and mycobacterium goodii among patients who underwent joint replacement surgery in (B)(6), oregon.

Manufacturer narrative:
This report will be amended when our investigation is complete.